Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a system message regarding the battery displayed and laser power was low before surgery. The system was used as it was to initiate and complete the procedure. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system was not able to confirm or replicate the reported event of low laser power. The company service representative was able to confirm and replicate the reported event of sm [the cpu battery is bad. Please contact field service] displaying and replaced the nonconforming lithium battery. The company service representative also found sm [a raid hard drive has failed or is missing] and replaced the hard drive as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the laser; therefore, the root cause of the reported event of low laser power cannot be determined conclusively. The root cause of the reported event of sm [the cpu battery is bad. Please contact field service] displaying is attributed to a nonconforming lithium battery. The manufacturer internal reference number is: (B)(4).